Event description:
The customer reported that the pt measured a kit size #1. The physician predilated with tapered end of the dilator. Dr proceeded to deploy two plugs into the wound tract. Approx 30-45 minutes post procedure the pt lost pulses in procedural limb (rt. Leg). Pt taken to operating room, 2/3 of plug into artery with some distal thrombus. Embolectomy and thrombectomy performed with flow re-established. Pt stable with no further complications.